Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated based on the date abbott vascular was first alerted of the event(s). Date of implant has been estimated based on the reported 2 year follow-up data. The UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of myocardial infarction and thrombosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU), are known adverse events associated with the use of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure.

Event description:
This event was noted during review of presentation documents. It was reported through the presentation documents identifying abbott's xience xpedition stents that may be related to thrombosis, myocardial infarction and revascularization. Details are in the attached presentation.